Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03222.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2019-03222. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, on (B)(6) 2019, the patient's leads were repositioned and therapy was restored post-op.